Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "upstream occlusion when no occlusion" was not reproduced. A review of the event history log revealed multiple "upstream occlusion" message. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was an out of specification ultrasonic sensor values. The ultrasonic sensor required to replace to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed upstream occlusion when no occlusion during testing in the biomedical service department. There was no patient involvement. No additional information is available.